Event description:
Customer reported via phone call that their insulin pump is not working. Customer states that they received a failed battery alarm. The blood glucose reading is 160 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarm was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.